Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) followed up with the customer's biomed to conduct evaluation of the unit. Per the fse the customer's biomed was unresponsive and was under the impression that their biomed "came to look at the unit" and that getinge service was no longer needed. If additional information is received regarding evaluation or repair of the unit, a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during power up the cs300 intra-aortic balloon pump (iabp) displayed battery maintenance.